Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The sales representative reported the following information on- three screws were trying to be removed with the emergency removal blade, but it destroyed the screws. This caused a one hour delay in surgery. The screws were left in.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. As the investigation (B)(4) concludes on the incorrect usage of the emergency screwdriver blade and as this failure is uniquely associated with the emergency blade, it can be concluded that the screws did not contribute to the reported failure. Based on the investigation (B)(4) the root cause of the reported event was attributed to a user related handling issue. The non-fitting of the emergency screwdriver blade to the screw is based on the misunderstanding that the emergency screw has to be used for standard explantation. The labeling clearly reveals that 'the screw extractor can be used to remove the screw if the hexagon socket of the golden screw component is rounded. The smaller hexagon on the tip of the screw extractor is slightly larger than the hexagon on the standard blade 07-40220. This allows the screw extractor to grip even if the hexagon socket is rounded.' A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
The sales representative reported the following information on- three screws were trying to be removed with the emergency removal blade, but it destroyed the screws. This caused a one hour delay in surgery. The screws were left in.